Event description:
It was reported that the customer experienced a blood glucose (bg) level of 11 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER on 8/6/25 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.